Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device battery status was low and the customer was not able to replace the battery because their battery replacement orders were not being filled. It was reported that (B)(4) battery orders were on back-order because the vendor is out of stock. There was no reported patient involvement. The customer expressed concern that the inability to replace the low battery in this device placed all patients who would potentially require defibrillation by the device at risk.